Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient tried to get started on a saturday morning and got the power on reset (por) screen. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.